Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic colonscopy procedure for diagnosis and treatment. The resolution hemostatic clip device would not open. The clip was not able to be utilized on the patient. Another of the same device was utilized to successfully complete the procedure. The patient did not sustain any reported complications or ill effects as a result of the deployment issue. The patient condition is reported as 'fine'.